Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Customer reports "trays appear to have dirt or black specks inside the tray and was thrown away."